Manufacturer narrative:
The reference device will not be returned to olympus for evaluation as it was discarded after the procedure. The exact cause of the reported event cannot be determined. However, the instruction manual warns users ¿technical failures have been associated with equipment malfunction. Both the operator and support personnel should be familiar with the operation, sterilization, and maintenance of the falope-ring band applicator and associated devices prior to use.¿

Event description:
Olympus was informed that during laparoscopic tubal ligation procedure, the spike from the fallope kit detached and remained in the patient¿s stomach. The surgeon was attempting to remove the dilator when the round knob and spike separated. The device fragment was retrieved. The intended procedure was completed. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the physical evaluation of the returned device. A visual inspection confirmed that the knob of the trocar knife was detached from the shaft. The shaft end of the knife slipped in and out of the knob hole with no resistance. The device's shaft was measured and was within standard specification. There appears to be very little glue residue in the cap or on the shaft of the device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information provided by the original equipment manufacturer. Further investigation by the olympus (B)(4) was conducted for the referenced device. The reported event of ¿the knob of the trocar knife was detached from the shaft¿ was confirmed. It was determined that this trocar knife came from an old supplier that manufactured this device in two pieces. This has recently been changed to a solid one piece device so no further detachment of the knob will occur. Additional, a review of the DHR was performed which showed the device was manufactured according to valid instructions and met all specifications.